Event description:
It was reported that a tech trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after clip deployment, bleeding continued. When the device was removed, it was noticed that the clip deployed on the distal end of the device. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested,no additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.